Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to a vessel in retroperitoneal sarcoma surgery, the surgeon opened the jaws of the device and closed it over the vessel. The device would not fire not matter how many times the surgeon tried to squeeze the handle. Replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction and is now classified as not reportable - not a complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.